Event description:
An aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is severely calcified. It was reported that the physician inserted the stent graft knowing that access was going to be difficult. However, the physician unable to advance the device to the intended landing zone. The physician removed the stent graft delivery system from the pt and elected to convert the pt to open surgical repair. The surgical procedure was successful and the pt was reported to be doing fine. No additional sequelae were reported.

Manufacturer narrative:
.